Event description:
It was reported that the patient was in clinic for follow up and complained of pain and device movement. Two hours later, the patient presented to the emergency department. Interrogation of this subcutaneous implantable cardioverter defibrillator (s-ICD) noted charge timeout (CT) and long charge (lc) messages had been recorded. The patient was reported to suffer from twiddler's syndrome. A chest x-ray was performed and noted this s-ICD had been twiddled and pulled the electrode into the device pocket. It was reported that the patient's ejection fraction had improved. The physician planned to schedule an explant procedure. No additional adverse patient effects were reported. Available information indicates this product remains implanted. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
This report is being filed to correct the following fields: b5: describe event or problem h6: patient codes h6: device codes patient code of 3191 used to capture the reportable event of surgery. The returned device was thoroughly inspected and analyzed. Visual inspection identified an arc mark on the device case. The device was able to be interrogated and a memory download was performed successfully. Review of device memory confirmed the presence of charge timeout messages. An x-ray was taken and found that the device had electrical overstress on the high voltage capacitor due to the arcing that was observed on the device case. Laboratory analysis concluded the arc mark and electrical overstress was consistent with the report of the electrode being wrapped around the device case and shock therapy being delivered while the electrode had contact with the device.

Event description:
It was reported that the patient was in clinic for follow up and complained of pain and device movement. Two hours later, the patient presented to the emergency department after receipt of multiple inappropriate shocks. Interrogation of this subcutaneous implantable cardioverter defibrillator (s-ICD) noted charge timeout (CT) and long charge (lc) messages had been recorded. The patient was reported to suffer from twiddler's syndrome. A chest x-ray was performed and noted this s-ICD had been twiddled and pulled the electrode into the device pocket. It was reported that the patient's ejection fraction had improved. The physician planned to schedule an explant procedure. No additional adverse patient effects were reported. Available information indicates this product remains implanted. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode were explanted. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Patient code of 3191 used to capture the reportable event of surgery.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode were explanted. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.